Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter is giving inaccurate high reading of ¿128 mg/dl¿ compared to another meter reading of ¿98 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. The patient¿s diabetes is managed with insulin-self adjusted. The alleged high blood glucose issue began on (B)(6) 2014 at 7:16 am. Based on the high reading, the patient reportedly managed his diabetes with an increase amount of insulin, 2 units of novolog at one point and 6 units of novolog another time. 36 hours after the alleged blood glucose reading, the patient had symptoms of ¿migraine and nausea.¿ there was no report of any required hcp medical treatment to would suggest a serious injury. During troubleshooting, the patient confirmed the meter to other meter comparison was performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported due to the alleged inaccurate high issue. The patient¿s alleged symptoms did not meet lifescan¿s criteria of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.